Manufacturer narrative:
The device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. It was indicated that the system was scheduled for an extraction due to infection but the procedure was aborted and re-scheduled as possible perforation was suspected due to high threshold and fluoro image. Additional information received indicated that the perforation was not confirmed and the increase threshold noted was consistent with scar at lead/myocardial interface. Moreover, this lead was explanted. The system will be returned when made available by the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis indicated that the allegation against the lead was not confirmed. A severed lead was returned from the terminal end and only proximal segment was returned. Setscrew marks were found in the correct location, continuity test indicated conductors are still intact, and hipot test and stylet insertion test passed without any issues. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. It was indicated that the system was scheduled for an extraction due to infection but the procedure was aborted and re-scheduled as possible perforation was suspected due to high threshold and fluoro image. Additional information received indicated that the perforation was not confirmed and the increase threshold noted was consistent with scar at lead/myocardial interface. Moreover, this lead was explanted. No additional adverse patient effects were reported.